Event description:
It was reported that while the surgeon was attempting to tunnel a lead extension percutaneously for a dbs system, the tunneler and carrier for the lead extension broke off at the clavicle inside the pt's neck. It required surgical intervention to remove the broken device and further tunneling to replace the lead. A new extension and lead was successfully implanted after the surgery to the neck. Pt has recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.